Event description:
A hospital in (B)(6) reported via our distributor that the ventilator alarmed when the heater wire adaptor was connected to the inspiratory limb of an rt206 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was out of specification. Continuity testing showed that the heater wire had insufficient connection with the heater wire pin, such that it was unable to provide continuity for the full period of use for the product. A lot check revealed no other complaints of this nature for lot number 111130. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected.